Manufacturer narrative:
The reported event of inaccurate screw placement can be confirmed base on folder review. A comparison of the virtual dropped screws and real placed screws visible in the second imported image set shows a deviation at vertebrae l1 and l2. Further, it was observed that the case was an open case instead of mis, which is only supported for the used spinemask tracker as patient tracker. A movement of the spinemask tracker due to skin shift has likely caused or contributed the reported event.

Event description:
It was reported that during posterior spinal fusion at t12-l4, the accuracy of the navigation spinemap was off. The screw placement was more lateral than the surgeon expected. The screws were repositioned with the use of 2d spins. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during posterior spinal fusion at t12-l4, the accuracy of the navigation spinemap was off. The screw placement was more lateral than the surgeon expected. The screws were repositioned with the use of 2d spins. No adverse consequences or procedural delays were reported with this event.